Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced increased urinary stress incontinence, urinary leaking, mesh erosion, exposure and pain. An explant of the mesh was performed.

Manufacturer narrative:
Coloplast has not provided any corroborating evidence to verify the info contained in this report.